Event description:
It was reported that, an 840 ventilator generated a battery error messages. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) evaluated the ventilator and verified the customer reported issue, and replaced thepower supply and battery. The unit passed all testing and operates within the manufacturing specifications

Manufacturer narrative:
Correction was made to repair statement: "the service engineer (se) evaluated the ventilator and verified the customer reported issue, and replaced the power supply and battery" to "the service engineer (se) evaluated the ventilator and verified the customer reported issue. To address the issue, the se replaced the power supply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The service engineer (se) evaluated the ventilator and verified the customer reported issue. To address the issue, the se replaced the power supply.